Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the patient that she underwent a sling procedure in (B)(6) 2007. The patient stated that the mesh has gone into her bladder and collapsed her urethra and that she needs to wear an anchored catheter. The patient has blood in her urine and has had infections. The patient stated she was planning on having the sling removed in one week. Additional information has been requested from the patient.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient had the sling implanted on (B)(6) 2007. The patient started to experience problems the weekend after surgery. She has had five surgeries and had 30 to 40 percent of the sling removed. The patient reported the mesh was explanted on (B)(6) 2011. The patient has experienced a lack of energy and pain. She reported having years of infections, still has incontinence, pain in the pelvic area, unable to have intercourse, and urinary retention. (B)(4) dyspareunia, lack of energy. This medwatch report is in response to receipt of maude event report (B)(4).